Event description:
New information received noted patient underwent a lead revision procedure on (B)(6)2021. It was determined via fluoroscopy that patient had twiddler's syndrome and dislodged both the atrial and right ventricular lead. Atrial lead was capped and replaced. The ventricular lead was able to be repositioned after adding slack. Physician also determined that no infection was present. The pacemaker was left in place. Patient was stable after the procedure.

Manufacturer narrative:
Correction: b5: previous description mentioned "pacemaker" instead of "implantable cardioverter defibrillator".

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determining.

Event description:
Related manufacturer reference number: 2017865-2021-26325, 2017865-2021-26326. It was reported that patient presented remotely via (B)(6) with high capture threshold causing intermittent loss of capture on the atrial lead. The lead also exhibited decreased p-wave sensing. Patient was brought into the clinic on 14 jul 2021 and scheduled for a lead revision. Programming changes were made to address the issue until the procedure takes place. Patient also complained of swelling at the wound site, but it is unknown if it was an infection or not. Patient was stable after the event.